Event description:
It is reported that customer's insulin pump was unresponsive and had a blank display. Customer blood glucose level at the time was 72 mg/dl. Trouble shooting was performed on the pump and display returned but buttons were still unresponsive. Customer was advice to discontinue use of the pump and revert back to backup plan per her health care provider. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.